Event description:
It was reported to philips that geoipc communication failure caused geometry issues during treatment on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the geo table side module and recommended daily system reboot. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).